Event description:
Related manufacturer reference number: 2017865-2021-28742. It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) and right ventricular (rv) leads were found to have failure to capture and failure to sense, revealing that both leads were dislodged due to twiddlers syndrome. Fluoroscopy performed on (B)(6) 2021 confirmed that both leads were dislodged. The ra and rv leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout and no patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.